Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a colonoscopy with hemorrhoid banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands were able to be deployed onto the target tissue; however, the bands fell off the tissue. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One speedband superview super 7 device was returned for analysis with residue present indicating use. A visual examination of the ligator head found all bands had been deployed. There was one deployed band that was returned and there was no issue noted to the band. The ligator head teeth were damaged and the crimp was present on the trip wire. The suture was found intact and attached to the trip wire loop. Trip wire was noted to be kinked in multiple places along the working length and was secured in the handle assembly slot. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a colonoscopy with hemorrhoid banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands were able to be deployed onto the target tissue; however, the bands fell off the tissue. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.